Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check patient line, this situation occurred during fill 1. The technical service representative (tsr) assisted the home patient (hp) as the hp stated there was air in the patient line. The tsr assisted in ending the therapy. The tsr advised the hp to check the patient line for air bubbles before connecting. The tsr advised the hp to start over with new supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the caregiver on (B)(6) 2012. The caregiver stated the following: the line was primed before connected so the source of the air was unknown. Nothing was noticed with the supplies and therapy had been going fine since the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause was undetermined. The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem.